Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited a cassette not attached error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: event date updated. One device was returned for evaluation. Visual inspection revealed a broken battery door, lifted downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and damaged lens. Review of the event history logs confirmed a high alarm for cassette not attached properly. Functional testing could not replicate the reported issue. The exact root cause was not determined; however, the most probable cause is the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.